Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
The caps are not staying on the needles. They had a patient get poked through the uv bag that they deliver the meds through. We are continuing to follow up for additional information including patient specifics, lot number, UDI and any potential follow up treatment provided.